Event description:
During a remote follow-up, the device interpreted the supraventricular tachycardia (svt) as ventricular tachycardia (vt) and inappropriate anti-tachycardia pacing (atp) was delivered. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.